Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('embedded within the bilateral cornu are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), uti ("uti"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vag discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, bladder disorder, uti, cystitis, urinary tract infection, vaginal infection, vaginal discharge and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered bladder disorder, cystitis, device breakage, embedded device, genital haemorrhage, pelvic pain, psychological trauma, uti, vaginal discharge, vaginal infection and urinary tract infection to be related to essure. The reporter commented: discrepancy noted on essure insertion date -(B)(6) 2013 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left microinsert is in satisfactory position with occlusion of the left fallopian tube at the level the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Patient¿s date of birth and lab data was added. Reporter information, reporter causality comment was added. New event" embedded within the bilateral cornu are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils " was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), uti ("uti"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vag discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, bladder disorder, uti, cystitis, urinary tract infection, vaginal infection, vaginal discharge and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered bladder disorder, cystitis, device breakage, genital haemorrhage, pelvic pain, psychological trauma, uti, vaginal discharge, vaginal infection and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage') and embedded device ('embedded within the bilateral cornu are symmetrical silver-colored metallic malleable, coiled wires consistent with essure coils'). In an adult female patient who had essure (batch no. 761616), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), uti ("uti"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vag discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, bladder disorder, uti, cystitis, urinary tract infection, vaginal infection, vaginal discharge and psychological trauma outcome was unknown. And the pelvic pain and genital haemorrhage had resolved. The reporter considered bladder disorder, cystitis, device breakage, embedded device, genital haemorrhage, pelvic pain, psychological trauma, uti, vaginal discharge, vaginal infection and urinary tract infection to be related to essure. The reporter commented: discrepancy noted, on essure insertion date: (B)(6) 2013 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, left microinsertion is in satisfactory position with occlusion of the left fallopian tube at the level the cornua. Batch no: 761616, expiration date: 2013-08-31, manufacturing date: 2010/08. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("uti"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vag discharge") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered bladder disorder, cystitis, device breakage, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot no. Added. Event injury updated to device breakage,. New event added: abnormal bleeding, pain, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections and vaginal discharge. Case upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.